Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4 and the legal manufacture's final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the coating peeling was likely caused by the coating of the insertion part snake tube was torn, which led to the occurrence of the perforation pointed out. Since there was no residue of the drug in the insertion part snake tube, it is presumed that the coating was torn by a physical factor rather than a chemical attack; however a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the rhino-laryngo videoscope exhibited disintegration of the coating of the connecting tube due to chemical or physical stress. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.